Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device tower door 2 was failed. The field service engineer (fse) confirmed with the customer that tower door 2 showed a bogus failure, with the failed icon displayed on the screen, but there was nothing to recover under the failed storage space. The customer was instructed to manually release all tower doors and then perform a recovery to resolve the issue. All doors were successfully recovered, and the failed icon cleared from the screen. The fse confirmed that the customer was able to inventory medications loaded in tower door 2 without any issues or failures. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, hardware failed. User tried to recover storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.